Manufacturer narrative:
(B)(4). Date sent: 10/24/2023. D4: batch # unk. A manufacturing record evaluation was performed for the finished ats45, with lot/batch number a9c422, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the operative act of the patient there was a failure in the use of the stapler equipment. The patient was undergoing appendectomy surgery by video laparoscopy. There was a conference of equipment and load fitting prior to firing and showed no abnormalities. Stapling was triggered but the staples were not fired and only tissue maceration was observed. Removed equipment from the conference cavity and unsuccessful reattempt - due to patient risk and equipment not functioning requested another stapler of another brand and successfully stapled and correcting tissue maceration caused by damaged equipment.